Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 600 mg/dl. Customer stated that she got an insulin flow block alarm. Customer reported that, alarm did not occur during fill tubing. Customer reported that, the event was resolved by changing complete set of infusion and reservoir. The device is not expected to be returned for analysis.